Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer purchased a gum crayola toothbrush to brush her toddlers teeth and the first time she used it, pieces of the brush came out in his mouth.